Manufacturer narrative:
Corrected data: in review, it was noticed that the event date (oct 31, 2023) was inadvertently entered in section ¿b3¿ of the initial MDR report which is incorrect. This supplemental MDR report is being submitted to correct that information as indicated below: section b3: date of event: unknown, not provided. Best estimate of date of event is between jul 25, 2023 and oct 31, 2023. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye, due to mechanical complications, described as unspecified injuries. There was incision enlargement. A johnson & johnson monofocal lens, model dcb00 of the same diopter power (21.5 d) was used as a replacement. The patient tolerated the procedure well. The suspect product was discarded. No other information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.